Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the balloon of a 6/7f mynx control vascular closure device (vcd) burst while being used. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. The vcd was prepped and used according to the instructions for use (IFU). The device was stored in the appropriate cabinet per the instructions for use. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
As reported the balloon of a 6/7f mynx control vascular closure device (vcd) burst while being used. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was used in a percutaneous coronary interventional (pci) procedure using a retrograde approach. The vcd was prepped and used according to the instructions for use (IFU). The device was stored in the appropriate cabinet per the IFU. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of the mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was not received for evaluation and the stopcock was noted open. The sealant remained in the manufacturing position, not exposed to blood. The procedural sheath was not returned with the device. In addition, the balloon was received fully deflated. A leak test was performed per the mynx control IFU, and the results revealed a tear in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 3.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2219502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics and/or concomitant device factors most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported the balloon of a 6/7f mynx control vascular closure device (vcd) burst while being used. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. The vcd was prepped and used according to the instructions for use (IFU). The device was stored in the appropriate cabinet per the instructions for use. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.